Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 500 mg/dl. The customer was assisted with trouble shooting and found that the cannula was bent when it was removed from the body. Time and date of the hospitalization were not provided. The customer was sent new sensors to replace the old ones. The customer's pump passed the high pressure test. No further information was provided.